Manufacturer narrative:
Updated fields: d4, d8, d10, h2, h3, h4 & h6. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received by customer.

Event description:
It was reported that the subject device had dirty water dripping from the end during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.